Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: 2016-05-23 product type catheter. The type of reportable event was updated from previously being a malfunction to now being a serious injury. Analysis of the pump revealed no anomaly.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry regarding the patient in a clinical study. It was noted that the patient called the hcp on (B)(6) 2016 regarding having experienced drainage at pump site. The event resulted in an unscheduled clinic or office visit. Examination of the patient on (B)(6) 2016 revealed drainage at pump site. Examination on (B)(6) 2016 revealed a small 0.5 cm opening and clear drainage. A decision made to close the incision. The incision was sutured and dressed. Oral keflex was also started. Laboratory testing on (B)(6) 2016 revealed a negative culture. Examination on (B)(6) 2016 revealed serosanguinous drainage and the incision was closed; a negative culture from (B)(6) 2016 was indicated. Examination on (B)(6) 2016 revealed an increase in now clear yellow drainage. The patient was admitted for wound exploration and closure versus explant. Surgical observation on (B)(6) 2016 revealed purulent drainage. In the operating room on (B)(6) 2016 a decision was made to then explant the system. The entire device system (pump and catheter) was explanted on (B)(6) 2016 without replacement. The clinical diagnosis was a suspected wound infection at the pump site. The event resolved with sequelae on (B)(6) 2016; the sequelae referred to a significant increase in pain. Regarding etiology, the event was possibly related to the patient's device/therapy and was related to the implant procedure. Programming from the most recent refill prior to the event occurred on (B)(6) 2016. As per the pump's log, hydromorphone with concentration 1.5 mg/ml was being administered at a simple continuous dose rate of 0.3996 mg/day as of (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The pump was returned after explant and interrogation upon receipt indicated that the pump was delivering hydrophone 1.5mgml at 0.6002mg/day. Analysis of the catheter revealed catheter body damage to transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump and catheter underwent routine analysis. The indications for use were noted as malignant pain and breast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.